Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator had an impedance check performed at a follow-up visit for issues unrelated to stimulation. High impedances were observed on all electrodes except three, and the impedance issue was ongoing and unresolved; high impedance was not observed on the day of surgery. Possible lead damage was suspected, and the patient was unsure how the leads became damaged, reporting a history of a car accident. The patient reported continued 100% pain relief since the implant, no stimulation issues, and no injury. An impedance check was completed and the exact impedance values were contacts 1, 5-15 all greater than 40,000. No x-rays had been completed since the implant and no x-ray was performed at this visit. No troubleshooting was performed and programming was not changed because the active program was using two contacts that did not have high impedances and the patient had not received any error messages. The provider recommended that the patient contact the implanting surgeon for possible lead revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.